Manufacturer narrative:
Correction: d6b should be (B)(6) 2021 the reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-31930. It was reported that the patient presented in clinic for a follow-up. An x-ray revealed that the right ventricular lead exhibited fracture. Additionally, it was noted that the patient had a pocket infection and seroma. The pacemaker and lead ware removed and antibiotics were administered. The patient was stable.